Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had minor scratches on lcd window, cracked case near display window corners, broken belt clip slot and cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump had pieces coming off at the reservoir compartment and the battery compartment. The customer's blood glucose level was 300 mg/dl. Standard troubleshooting was performed. The customer did not know how the damage occurred. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.